Manufacturer narrative:
Name and address- phone: (B)(6). PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotripsy, one of four ncircle tipless stone extractor separated from the device. The device was successfully tested and was free of damage prior to use. Access was gained transurethrally, and the device was inserted to retrieve stones in the kidney and ureter. After the device was used several times (less than 10), one of the basket wires came off. Another device was used to complete the procedure. No adverse effects to the patient were reported. The patient did not require any additional procedures due to this occurrence. Upon return evaluation of the device, one basket wire in the basket formation was pulled out of the distal cannula.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transurethral lithotripsy, one of four ncircle tipless stone extractor separated from the device. The device was successfully tested and was free of damage prior to use. Access was gained transurethrally, and the device was inserted to retrieve stones in the kidney and ureter. After the device was used several times (less than 10), one of the basket wires came off. Another device was used to complete the procedure. No adverse effects to the patient were reported. The patient did not require any additional procedures due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation in an opened outer package. The handle and basket were in the open position. One wire in the basket formation was pulled out of the distal cannula. The collet knob and male luer lock adapter were tight. The polyethylene terephthalate tubing measured 2.7cm. The handle actuated the basket formation during functional testing. A document-based investigation evaluation was performed. No related non-conformance's were recorded. One additional complaint was reported for this product lot for an unrelated failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that a cause for this event could not be established. The basket wire could possibly have been pulled out from the cannula during use due to the wire becoming caught on a stone, the scope, or some other device during device handling. No information related to device handling is known, however, and a thus a cause could not be definitively determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.